Manufacturer narrative:
Evaluation results: visual inspection of the product found the optic torn and one haptic torn off. There was evidence of surgical residue. The cartridge and injector were not returned. Investigation under iaca is ongoing.

Event description:
The haptic of an aq2010v model lens broke prior to being implanted. There was no patient contact or injury. The facility stated it was unknown as to why the haptic broke. The lot number and model of the injector and cartridge are unknown.